Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion, located in the left anterior descending artery, was pre dilated with a 2.50 x 12 semi-compliant balloon. A 2.75 x 48 synergy was deployed fully at 12 atm with no issues. After post dilation of the stent with a 2.75 x 12 non-complaint balloon, a proximal edge dissection in the proximal part of the stent was noted. To cover the edge dissection, a 3.00 x 12 synergy was deployed proximally, overlapping it. The procedure was completed successfully and the patient fully recovered and was stable.